Event description:
The facility reports a pump with a low flow rate. Although attempts were made to obtain additional info from the reporting facility details were not available regarding the set up of the infusion device. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.